Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully implanted in the laa. After the closure device was implanted the physician noted a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 1500cc of fluid from the patient before the bleeding stopped. The patient remained stable, and the procedure was successfully completed. The patient was moved to the intensive care unit for overnight observation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the patient experienced pericarditis and experienced a cerebral vascular accident.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully implanted in the laa. After the closure device was implanted the physician noted a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 1500cc of fluid from the patient before the bleeding stopped. The patient remained stable, and the procedure was successfully completed. The patient was moved to the intensive care unit for overnight observation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.